Manufacturer narrative:
Upon receipt of additional information and further review by the manufacturer, it was determined that this event no longer meets the reporting criteria for the device in question, as there was no patient adverse event or device malfunction that required medical or surgical intervention to prevent patient harm. Additionally, there is no information to reasonably suggest that the reported malfunction, or their recurrence, could cause or contribute to death, serious injury, or serious deterioration in the health of a patient, user, or other person.

Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant surgery, the medical staff noted that this pump was collapsed and not refilling; therefore, a different proconnect system was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working properly and exhibited fluid loss. Both cylinders and pump were removed and replaced. No additional information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.